Manufacturer narrative:
One used device returned for evaluation. The evaluation is in process. A follow up report will be submitted when the evaluation has been completed.

Event description:
The user reported that during a thoracentesis, the valve of the one-step catheter detached but remained inside of the catheter hub. The flow of the drainage was slow and aire was introduced into the lung causing a pneumothorax. The pneumothorax resolved on its own. The physician continued to use the catheter and removed it at the ned of the procedure.